Event description:
The patient contacted animas on (B)(6) 2012 reporting that all of the keypad buttons were sticking and taking a few seconds to spring back. The patient stated that the ok button was particularly sticking. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive and does not have normal spring-back. There was evidence of keypad contamination found under all key contacts.